Event description:
"Defective rotation and heat generation" was stated on repair service order. On follow up with the foreign distributor, they said that "defective rotation" stands for low rotation rate, also the motor was used during surgery, but no pt injury occurred.

Event description:
"Heat generation" was stated on repair service order.